Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The main tube exhibits signs of scratch marks/abrasions. The main tube scratch marks measured roughly 0.270¿ x 0.266¿. Fragments were missing and not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure the shaft of the vessel sealer extend instrument has two areas where the insulation was cracked then fell off during surgery. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the surgical task being performed when the device fragment fell inside the patient was a robotic ivor-lewis esophagectomy. The instrument was in use for 2 hours prior to the issue. The fragments were retrieved by the surgeon under direction vision of the camera. To confirm all fragments were retrieved, the pieces were matched to defects on the instrument. There was no additional surgical procedure required to remove the fragments. There were no post-operative tests performed to check for remaining fragments. The procedure was completed robotically. There was no injury to the patient. The instrument was inspected prior to use and there was no damage or readily visible defects. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument possibly collided with other instruments or hard material during the surgical procedure. Fragments were noticed inside the patient's cavity before the source was detected. The instrument wrist was straightened prior to removal. The fragment will not be returned to isi as it was discarded. Patient demographics were provided.